Manufacturer narrative:
The device evaluation as noted in section b5, the subject device found with cable flooding and noted to be deteriorated. Based on the results of the investigation, a definitive root cause cannot be identified a device history review was completed, and no issues were identified. The instructions for use (IFU), it states: [section where IFU applicable for cable flooding] ¦precautions for disappeared or frozen endoscopic image(warning) ¿ do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the subject device had cable flooding . There was no patient involvement on this reported event.